Event description:
It was reported that the pt's system was removed due to infection. No pt outcome was reported. The drug contained in the pt's pump was not reported. Additional info has been requested, but was not available as of the date of this report.